Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device upgrade procedure, an accessory vein was lacerated during coronary sinus cannulation via the delivery cps direct sl ii catheter. The patient was in stable condition post procedure. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that during follow-up on 1/20/2016, a small pleural effusion and minimal pneumothorax were identified. No intervention was performed and the patient was noted to be in good condition.